Event description:
A customer reported that a pt experienced corneal edema in conjunction with the use of viscoelastic product during surgery. Additional information has been requested.

Manufacturer narrative:
A sample has not yet been received for evaluation. It is unk which lot has suspected to be involved in the complaint. An investigator has been performed on the possible lot numbers. Batch record review on the possible lots showed that all testing results are within specification. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).